Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) product evaluation in progress. Manufacturer contacted customer with follow up phone call to ensure the new product replacement resolved initial concern;customer is satisfied with the new product blood glucose values within range;customer did not need medical attention.

Event description:
Customer is concerned of high results, higher than expected (85mg/dl-90mg/d fasting). Customer is testing with true balance customer states that feels well and requires no medical attention. The customer's expected blood result is 85-90mg/dl fasting. Verified the strips expire 3/14/2018. Customer confirms the strips have been stored in the bathroom and were first opened (B)(6) 2016. Reviewed meter memory (B)(6). The customer informed was hospitalized with hypoglycemia on (B)(6) 2015 with not diabetic antecedent. Customer denies any other changes in health, medications, diet. Customer exercise regularly. The date and time are properly set on the meter.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced high readings on 270 level. The root cause of test strips produce high blood glucose readings is due to returned strips had exposed to heated environment. The customer informed on the initial call, the test strips are storage at the bathroom, which have an improper temperature. Manufacturer contacted customer with follow up phone call to ensure the new product replacement resolved initial concern; customer is satisfied with the new product blood glucose values within range; customer did not need medical attention. Correction of product returned to manufacturer date: 2/26/2016.

Event description:
Customer is concerned of high results, higher than expected (85mg/dl-90mg/d fasting). Customer is testing with true balance customer states that feels well and requires no medical attention. The customer's expected blood result is 85-90mg/dl fasting. Verified the strips expire 3/14/2018. Customer confirms the strips have been stored in the bathroom and were first opened 2/10/2016. Reviewed meter memory: (B)(6). Memory concerns: with 118mg/dl on (B)(6) 2016 7:35:00 am and with 118mg/dl on (B)(6) 2016 8:15:00 am. The customer informed was hospitalized with hypoglycemia on (B)(6) 2015 with not diabetic antecendent. Customer denies any other changes in health, medications, diet. Customer exercise regularly . The date and time are properly set on the meter.